Manufacturer narrative:
The device was returned for analysis on 10/8/2014. Complaint conclusion: during coil embolization of the left internal carotid artery, it was reported that two orbit rdfl complex mini coils (638mf0410/15699543 x 2) were stretched during insertion into the target aneurysm. The coils were partly in the aneurysm and partly in the microcatheter when the stretching occurred. These were the first coils that had passed through the sl-10 microcatheter and there was no resistance during advancement of the coils. There were no kinks in the microcatheter and a continuous flush had been maintained through the microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. The coils were not positioned at a relative sharp angle to the microcatheter. Both of the coils were removed and other coils were deployed and detached without any issue through the same microcatheter. There was no patient injury or clinically significant delay in the procedure. A non-sterile orbit mini comp fill 4x10 tdl was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was not received. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic oil was found stretched. The review of the coil assy lot 15635223 revealed no issues that were considered potentially related to the reported complaint. No other issues were noted that were considered potentially related to the reported complaint. The report of coil stretching was confirmed. The root cause of the coil stretching could not be conclusively determinate; however, procedural factors may have contributed to the stretching. Additionally inspections are in place that prevents these kinds of damages leaving from the manufacturing facility. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore, no corrective actions will be taken at this time. This is 1 of 2 mdrs associated with this complaint with reference number of 1058196-2014-00240 and 1058196-2014-00241.

Event description:
During coil embolization of the left internal carotid artery, it was reported that two orbit rdfl complex mini coils (638mf0410/15699543 x 2) were stretched during insertion into the target aneurysm. The coils were partly in the aneurysm and partly in the microcatheter when the stretching occurred. These were the first coils that had passed through the sl-10 microcatheter and there was no resistance during advancement of the coils. There were no kinks in the microcatheter and a continuous flush had been maintained through the microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. Is unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. The coils were not positioned at a relative sharp angle to the microcatheter. Both of the coils were removed and other coils were deployed and detached without any issue through the same microcatheter. There was no patient injury or clinically significant delay in the procedure.

Manufacturer narrative:
(B)(6). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Review of the device history record (DHR) for lot 15699543 concluded that there were no issues that were considered potentially related to the reported complaint. This is 1 of 2 mdrs being submitted for patient identifier (B)(6). Additional information will be submitted within 30 days of receipt.